Event description:
It was reported that the customer has requested replacement of the s-ram in their 9600+ system. No add'l details provided. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. As per customer request the s-ram was replaced. No add'l info provided. The system was tested and found to be working as intended and placed back into service.